Event description:
It was reported that during a routine device upgrade, the atrial lead dislodged while the physician was manipulating leads in the pocket. Several new locations were attempted while repositioning lead, none yielding adequate p-waves. Physician elected to entirely remove lead and insert from different venous access point for easier manipulation of the lead. Upon removing lead from the body, the physician noted a portion of the insulation approximately 5 cm up from ring electrode which didn't "feel smooth." As the physician was unsure of the structural integrity of the lead, they elected to use a new lead. At no point during the initial repositioning process were any out of range impedances noted for the lead in question. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A 4076 implantable pacing lead: (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. There were no anomalies found. It was noted that the outer insulation was breached cut, and was cosmetically melted. There was blood (not obstructed) on the proximal conductor and covering the distal end electrode. It was visually noted that there was apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.